Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that her ubk click unknown tampon came apart upon removal and tampon pieces remained inside of her. She developed pain in her right groin area and menstrual problems. No further information is available.